Event description:
The reason for call was patient reported their machine gave them a reaction and irritated their whole chest; the issue began they would say 4 months ago or in august. Patient had an orthofix device with a (B)(6) serial number. Agent transferred patient to orthofix. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.